Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device failed during operation with due to a data acquisition pcb adc reference failure. The device was switched off and on again and a machine and proximal pressure sensor failure appeared. There was patient involvement. Patient information has been requested.

Manufacturer narrative:
(B)(6).

Event description:
The device alarmed when the data acquisition pcb ade reference failure occurred. The device was being used in the ventilation mode non invasive ventilation s/t. The patient was placed on another device. There was patient involvement. Patient information has been requested.

Event description:
The device alarmed when the data acquisition pcb ade reference failure occurred. The device was being used in the ventilation mode non invasive ventilation s/t. The patient was placed on another device. There was patient involvement. Patient information has been requested. There was no patient harm.